Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of thrombus. Examination of the pump blood-contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the rings formed over an undetermined period of time. The observed thrombi could have contributed to the reported hemolysis and pump power elevations. The evaluation could not conclusively determine the cause of the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the center from outpatient status with signs and symptoms of hemolysis, and that the lvad system was producing elevated power readings. The patient had an elevated lactate dehydrogenase (ldh), plasma free hemoglobin, and creatinine. At the time of admission the patient had a supratherapeutic inr of 7.1. It was reported that the patient had been on antibiotic therapy for recent osteomyelitis. On (B)(6) 2016, the patient underwent a pump exchange secondary to continued hemolysis and power spikes. It was reported that upon explant, notable thrombus formation was observed in inflow inlet of the pump housing. It was later reported that the patient subsequently expired on (B)(6) 2016 due to multiple hemorrhagic cerebrovascular complications following the lvad pump exchange. Additional information was requested, but has not been provided. No reports of any device issues have been received for the new pump.

Manufacturer narrative:
Information to the following statement in the initial medwatch (the patient's death is captured under complaint #xxxxxxxx): the patient outcome of death was reported under medwatch MFR report #2916596-2016-02420.